Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had "pulled the driveline" approximately two weeks ago and "repaired it himself". However, the patient started experiencing intermittent interruption of pump function. The patient stated that silastic had pulled away from the metal controller-end connector and that the wires were exposed and "sparking". At the time of the call, the patient was in the ambulance on the way to a small hospital in (B)(6). An evaluation of the patient's driveline scheduled by the manufacturer revealed no broken wires found during troubleshooting. An external percutaneous lead replacement was subsequently performed by the manufacturer's technical services member and all tests passed.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported red heart, low flow alarms and pump stoppages could be confirmed based on the evaluation of the external portion of the percutaneous lead (measuring approximately 19") obtained from the external lead replacement procedure. The bend relief on the lead was found to be separated from the metal connector and both parts had been wrapped with tape, which appeared consistent with the report of the patient attempting to repair the lead himself. The examination of the lead revealed breakdown of the braided shield adjacent to the metal connector and the terminus of the connector-end bend relief. Electrical continuity testing of the lead revealed an intermittent break in the yellow wire when the lead was manipulated. Further examination of the yellow wire revealed a breach in the insulation adjacent to the metal connector and the inner conductors were fractured. The adjacent wires exhibited some kinking, but each wire's insulation were intact. If the exposed conductors of the yellow wire contacted the braided shield while the pump was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported alarms and pump stoppages. The observed wire damage appeared to be the result of fatigue due to repetitive movement of the lead in this location. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.